Event description:
The customer reported that the wireless battery module makes the pump turn on and off. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was returned to baxter for evaluation. The evaluation found damaged battery contacts which was evident to the reported symptom wbm makes pump turn on and off. The damaged battery contacts prevents the modules capability to perform as expected and is a known contributor to the reported symptom. The battery module wireless flex and contacts were replaced.